Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka; d.2.a common device name: tubes, vials, systems, serum separators, blood collection; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood collection using bd vacutainer® ultratouch¿ push button blood collection set, the tube came loose from the needle, resulting in sample leakage. No adverse impact was reported regarding the patient or user.